Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, fse returned to the site to address the reported event. Inspection of the device confirmed the hybrid arm was not detaching tips due to detachment plat misalignment. Fse realigned the tip detachment plate and verified proper instrument operation. The customer was subsequently able to run cortisone quality controls (qc) without errors. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 service manual rev 3; chapter10 - troubleshooting - error messages was reviewed. 2101 tip detachment failure by hybrid arm the aia-900 service manual under chapter 8- troubleshooting indicates that the 2101 tip detachment failure by hybrid arm error message is generated when a tip is detected by tip detachment check. This error occurs when the conditions expressed by the following formula are not satisfied after the tip detachment operation. [Formula] (current level ad value - p10 hand touch ad value) x 100 / (level ad value before tip attachment - p10 hand touch ad value) > p10 tip attach % 5= check: maxiaconst.ini file p10 command, probe s133 - h-eki board - h-samp board - anlg board - slv#5-6 board. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to contact tosoh service center or local representatives. The most probable cause of the reported event was due to hybrid arm tip detach plate misalignment.

Event description:
On (B)(6) 2018, the customer reported receiving "error 2101 tip detachment failure by hybrid arm" with their aia-2000st analyzer after periodic maintenance had been performed. The customer stated that the hybrid arm was not detaching pipette tips due to misalignment the customer was unable to run intact parathyroid hormone (ipth), estradiol (e2), luteinizing hormone (lhii) and follicle-stimulating hormone (fsh). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth, e2, lh ii, fsh. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Date of report: this field was incorrectly dated 5/08/2018. The correct date should have been 5/11/2018.